Event description:
It was reported that " while removing micropuncture to deploy angioseal, tip of the dilator broke off. Retrieved by snare. Contents bagged and delivered to nsm.". Additional information received from customer on 25sept2024: "the patient did not experience any negative symptoms and the procedure was completed without further complication. The patient was discharged safely the same day. No emergency treatment was necessary."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The customer supplied picture was reviewed and the shaft of the sheath was observed to be separated. The polymer appears to be stretched at the separated junction. A DHR review was completed for lot 73k2300364. No issues or non-conformities were noted. Case details were reviewed. As per the additional information received, patient did not experience any symptoms. Piece was retrieved with a snare. Based on the product evaluation, the most likely root cause of the issue is operational context and/or unintended use error. The der process will continue to monitor for any similar events.

Event description:
It was reported that " while removing micropuncture to deploy angioseal, tip of the dilator broke off. Retrieved by snare. Contents bagged and delivered to nsm.". Additional information received from customer on (B)(6) 2024: "the patient did not experience any negative symptoms and the procedure was completed without further complication. The patient was discharged safely the same day. No emergency treatment was necessary.".